Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Tandem technical support was unable to troubleshoot as the reported event had occurred in the past. Additionally, it was reported that the customer delivered a food bolus that was too large. Customer blood glucose (bg) level was impacted (40's mg/dl). The customer consumed food to treat low bg level. Review of pump data with tandem technical support showed no issues with the customer's data logbook on the date of the reported event.